Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a patient with this right ventricular (rv) lead was observed to have sepsis. The cause of the sepsis was not determined by the physician. The rv lead remains in service and there were no additional adverse patient effects reported.